Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine and dilaudid (unknown concentrations and doses) in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient was overdosed 4 years ago. The patient was found unconscious by her brother. The patient was in the intensive care unit (ICU) with a diabetic coma, respiratory distress, and cardiac arrest. The healthcare provider (hcp) also thought the patient may have had another stroke. Additional information was requested from the healthcare provider (hcp) regarding event details, diagnostics, actions/interventions required, and if the cause of the overdose was determined. If additional information is received, a follow-up report will be submitted. History: arthritis, swelling of joints.